Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in shunt va. A 5.00mm/2.0cm/50cm 2cm peripheral cutting balloon was selected for use. During the procedure, the device successfully crossed the lesion. However, the balloon ruptured immediately at 4 atm for 3 seconds. The procedure was completed with another of same device. No patient complications were reported and patient is stable. The device was returned for analysis. A visual examination identified that the balloon was unfolded which indicates that it had been subjected to positive pressure. Blood was noted within the balloon material which is evidence of a device leak. The returned device was attached to an encore inflation unit and positive pressure was applied when liquid was observed escaping from a pinhole leak in the balloon material approximately 8mm distal to the distal edge of the proximal markerband. A microscopic examination of the balloon material and markerbands identified no issues which could potentially have contributed to the balloon damage. A visual and microscopic examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. No damage or any issues were noted along the length of the shaft. The rated burst pressure of this device is 10atm (atmospheres). No other issues were identified during the product analysis.

Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in shunt va. A 5.00mm/2.0cm/50cm 2cm peripheral cutting balloon was selected for use. During the procedure, the device successfully crossed the lesion. However, the balloon ruptured immediately at 4 atm for 3 seconds. The procedure was completed with another of same device. No patient complications were reported and patient is stable.